Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a cylinder aneurysm the patient had his inflatable penile prosthesis (ipp) cylinders and pump removed and replaced. The ipp was explanted and a new device consisting of a 21cmx12mm cylinders and pump were implanted.

Manufacturer narrative:
A allegation of a cylinder "aneurysm" or "bulge" was reported. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinder had broken fabric treads near the center of the cylinder body and therefore exhibited bulging when inflated. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was not functionally tested as the reported allegations were confirmed in the cylinders; no further analysis was deemed necessary. Correction to g1, h2, h3, and h6: updated to include device analysis.

Event description:
It was reported that due to a cylinder aneurysm the patient had his inflatable penile prosthesis (ipp) cylinders and pump removed and replaced. The ipp was explanted and a new device consisting of a 21cmx12mm cylinders and pump were implanted.